Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported suture break was confirmed as a link detachment/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a suture break was noted when the needle plunger was removed from the proglide device. Two additional proglide devices were used for successful suture placement using the pre-close technique in the rcfa. One proglide device was successfully used in the left common femoral artery (lcfa). The sheath was upsized to an 18f. The aaa was completed and hemostasis was achieved in the rcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.